Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of the reported leak is unknown.

Event description:
Customer reported found patient had chewed on his IV tubing with omegaven in it. The tubing was broken and omegaven was leaking out. No product will be returned for this event. Customer stated no additional patient/event information will be provided.